Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked case at the display corner, cracked reservoir tube and broken belt clip slot.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 300 to 400 mg/dl. The customer was treated for the high blood glucose with the insulin pump. The customer mentioned they had issues with no delivery alarms. The customer was assisted with trouble shooting and sent their device back for analysis.